Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. The pulse generator exhibited oversensing. The device was reprogrammed.